Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, prior to insertion of the sensor wire, it was noticed that it had detached and was sticking out of the needle . The patient did not continued with the sensor insertion. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and the wire is not in the needle. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.